Event description:
It was reported that the patient was found to have high impedance detected on his vns system. X-rays were taken and reviewed by the surgeon, who identified a lead fracture at the clavicle site for the patient. No known surgical interventions have occurred to date.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to the observed lead fracture. During the surgery, the lead was observed to be completely severed at the location of the tie down. There was no reported trauma. The explanted generator and lead have not been received by the manufacturer for analysis to date.

Event description:
Analysis of the explanted generator and lead was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead confirmed discontinuity of both the positive and negative quadfilar coils in the body region of the returned lead portions. There were also observed abraded openings of both the outer and inner tubing near the break location with associated fluid leaks and lead corrosion.